Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Eighty one devices were received for evaluation; the events were confirmed during testing for 80 devices. Evaluation found that 80 devices had a damaged hose assembly. One event was not confirmed; the device was operating within specifications. Two of the devices were not returned to the manufacturer for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 83 </noe> malfunction events, in which the device was determined to have a hole in the hose which passes air and lubricant. There was no patient involvement for 82 of the reported events; no patient impact. For 1 event, there was patient involvement, no patient impact.